Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of around 500 mg/dl at the time of hospitalization. The customer was treated with insulin intravenous drip during hospitalization and omnipod. Customer reported that the insulin pump was not on auto mode at the time of high blood glucose event. Customer reported they did contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.